Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 01-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported during a lumbar fusion the catheter was nicked and an end to end connector was used to splice the catheter together. The kit was spliced to repair the catheter. Factors that led or contributed to the issue included a lumbar fusion. No diagnostics or troubleshooting were performed. Actions/interventions included surgical interventions where an 8785 was used to repair the catheter. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive, no injury. The patient's weight and medical history was asked but unknown. The event date was (B)(6) 2020. No further complications were reported.